Event description:
The ge oec 9900 fluoroscopy system had one instance where the image went blank. A system reboot restored function. This issue did not recur.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. No errors were noted in the event long. Anomalous blank image. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.